Event description:
A patient reported ¿they were having a horrible time with this¿. The patient stated she had an anxiety attack about a month or so ago and she thought she had a urinary tract infection, but it was the return of bladder pain/burning sensation. There were a fall that could be related to the issue, it was noted the patient fell while on the phone. It was noted the patient had a return of bladder pain after an anxiety attack about a month or so ago. It also noted that the patient fell on the day of the call (B)(6). Additional information from a manufacturer representative (rep) reported they had spoke to the patient and she stated she was having anxiety and extreme pelvic pain. The rep stated that they asked if the device was causing any of the pelvic pain, and the patient stated no. The rep stated that there was a tentative appointment set for the (B)(6) to look at programs. Additional information from a healthcare professional (hcp) reported the last time they saw the patient was (B)(6) 2014 for battery change, no follow up. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported same anxiety attack and that they tried additional programs and for the anxiety, they had medication change. The issue had not been resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.